Manufacturer narrative:
(B)(4). This complaint for the report of peritonitis is not confirmed. The cause is undetermined. A batch review of suspect lots was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This is a report of a home patient (hp) that had been diagnosed with peritonitis. The hp was hospitalized the same day. The hp was treated with antibiotics (type, dose and frequencies were unknown). The hp also had a hemodialysis catheter placed and was temporarily switched to hemodialysis. At the time of this report the hp remains hospitalized but is recovering from this peritonitis event.